Event description:
The reporter stated that the surgeon was inserting a visian icl (implantable collamer lens model micl 12.1mm in the pt's eye, and the pt had a very small dilated pupil and the acd space was 3mm, not providing a lot of room in the eye. As the doctor was injecting the lens, he rotated to the left and the lens flipped over as it went into the eye. As the surgeon was trying to grip the lens to remove it with the forceps, the haptic tore due to lens being very slippery with occucoat. No incision or suture required. No patient injury. The reporter reiterated that there was no malfunction of the lens or insertion.

Manufacturer narrative:
No adverse events or product problem.